Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wi-fi led was red confirming a loss in the wireless footswitch connection. A philips service engineer inspected the system onsite and replaced the wireless footswitch and base station philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020).updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch was loosing connection. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.